Manufacturer narrative:
The manufacturer previously reported a "service required" code was found in the ventilator's downloaded error log and the device's oxygen blending module board needs replaced to address the issue. During further evaluation of the device, an issue related to the device's porting block adapter was observed. The device's porting block adapter needs replaced to address the issue. There was evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "service required" code occurred related to a ventilator's oxygen blending module. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" code occurred related to a ventilator's oxygen blending module. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.